Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first proximal stent row was damaged and stent struts were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft polymer extrusion profile found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred a 2.50 x 16mm synergy ii dug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent was damaged. No patient complications were reported.